Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out information regarding the sterilization of the lead and drainage at the neck incision site. Additional manufacturer narrative and/or corrected data, corrected data: initial report inadvertently used ambiguous language to describe the use for code in report. Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Drainage at the neck incision site was also observed. A review of the device history record for the lead indicated it had been properly sterilized prior to release for distribution.

Event description:
Further information was received that the physician planned to discuss with the patient how to prevent infections by not "picking". No further relevant information has been received to date.

Event description:
Further information was received that the patient's infection had returned while the lead was still implanted. No additional surgical intervention has occurred to date. No additional relevant information has been obtained to date.

Manufacturer narrative:
(B)(4).

Event description:
Report received that a patient had a post-surgical infection at the generator and neck incision sites. The infection had presented within a month after the patient's initial vns implant. The generator was reportedly explanted but the lead was left implanted. A review of the device history record indicated that the generator had been properly sterilized prior to release for distribution. No further relevant information has been received to date.

Event description:
Further information was received that the patient's lead and two tie-downs were explanted due to the returned infection. No additional relevant information has been received to date.